Event description:
It was reported the patient presented to the emergency room due to a patient alert sounding. Interrogation found the device to have right ventricular (rv) lead and left ventricular (lv) lead warnings. The rv pace/sense did not show anything the device was pacing. The rv pacing impedance was 57 ohms and the lv pacing impedance was 110 ohms. It was noted the rv lead was pacing with a threshold of 0.75 volts at 1.0 millisecond. It was also reported the lv lead was not capturing using any of the vectors and the lv lead appeared to have pulled back on x-ray. The x-ray also indicated the rv lead pin was not fully inserted past the device setscrew and the device had poor contact. The device was explanted and replaced. The rv lead remains in use. The lv lead was explanted and replaced with an epicardial lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyze and analysis was inconclusive analysis. Analysis confirmed the reported failure through functional testing. It was noted that the pacing amplitudes were approximately half of value when programmed to maximum. Further analysis found that the lead impedance levels were inconclusive. The low amplitude output at high programmed values was confirmed. No failure reason was determined as all related capacitors and die stack were noted to function nominally when isolated.